Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). The reported high hv lead impedance was confirmed in the laboratory via review of the programmer printouts. The device was tested on the bench and a transistor anomaly was found to be the cause of the reported high hv lead impedance.

Event description:
It was reported that during the implant procedure high, hv lead impedance was observed. Device was replaced after a different lead was used with the same results. No adverse consequences to the patient.